Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead could not be spun in when it was spun between twenty to thirty turns in the body. It was further reported that the black anode ring was loose and dislodged from the original position. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.